Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ql04, implanted: (B)(6) 2015. Product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and shocking sensation. The shocking was described as ¿sticking¿ and pricking all over their body. Decreasing stimulation did not resolve the issue. They had a loss of bladder control. There were no accidents or incidents associated with the issue. While on the call, the patient switched stimulation from on to off and was unable to adjust stimulation. The patient was able to increase after turning the stimulator on. The patient felt stimulation at 2.1 v and 2.4 v comfortably and in the correct location. Eight days later, the patient did not feel stimulation at 4.0 v. As the patient increased stimulation, they felt it more in the rectum than the vagina. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.